Manufacturer narrative:
The used device has not been analyzed since it was disposed by the customer and its model and lot number were unknown. Therefore, we could not investigate the manufacturing and quality control records, and identify root cause of this incident. The blood leakage is described in warnings of the instructions for use as "in the event of a problem during treatment, such as blood leakage or coagulation, immediately discontinue the treatment under the direction of a physician and replace rexeed-s with a new primed dialyzer." We decided to report this incident since we consider this incident of blood leak from the arterial header is an incident which might cause serious injury to the patient. We will include this incident in our risk analysis and will continue to monitor similar complaints carefully.

Event description:
At 10:36, the patient was placed in bypass for unit di tank change. During this time the patient's machine continually alarmed and had to be restarted due to lack of water pressure. At 10:49, the bypass was discontinued and dialysis was restarted when water was returned to the unit. 50ml normal saline flush was given to the patient. At 11:02, the machine was alarming. The customer entered the room to address the alarm and immediately heard a pop and noticed blood leaking from the arterial header of the dialyzer. The customer immediately discontinued dialysis treatment and gave IV antibiotic. The customer was unable to return blood due to integrity break of dialysis system. Approximately 100 ml blood was lost. Vancomycin IV was restarted via venous port of the tunneled dialysis catheter to administer remaining dose. The patient had 43 min of dialysis treatment remaining of 4:00 ordered treatment. The event was notified to dr. (B)(6) and to charge nurse (B)(6). Blood of the patient was obtained and took to the lab for cbc. The patient was returned to sdu via sdu staff in no distress or discomfort. Inspection of dialyzer revealed clotted dialyzer fibers. Arterial header visibly cracked around the rim.